Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue revealed a defective transducer component, causing the e33 error.

Event description:
The customer reported that when the ventilator was turned on, the device had an e33 error code without an audible alarm. There was no patient involvement associated with this issue.

Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that when the ventilator was turned on, the device had an e33 error code without an audible alarm. There was no patient involvement associated with this issue.